Event description:
Consumer reports meter is not accurate, getting very erratic readings. Analysis run on clark error grid using mean avg. Reading (329) as ref. Point vs. Bd readings (271, 361, 474, 210) yielded data point in the c range of the grid, outside of acceptable limits.